Event description:
After placing labor epidural catheter with ease, clinicians were unable to pass medication through the catheter. Changed the cap and it was still plugged. The catheter line looked clear but might have had a blood clot in it. Clinicians placed a new epidural without problems. This is unusual. However, the day after receiving this notice, we became aware that 5 days previous to this, another crna had placed another epidural catheter in a pt and it would not allow infusion of medication. It appeared to be plugged and had to be removed and replaced with a new one. This is not typical of this catheter.======================manufacturer response for epidural catheter, perifix (per site reporter).======================they asked to have the device returned to them.